Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). When reviewing similar reportable events for slings, we have found a number cases with similar fault description (loop stitching inside of loop failed). The trend observed for reportable complaints with this failure mode on slings is currently considered to be low and stable. During our investigation, we were able to find a deficiency with the sling; that the slings' yellow loop on the attachment had failed at a safety critical part of the stitching. This means that the sling was found not to be up to specification when it was inspected (as per labeled user requirements*). The sling was not being used for pt handling as the fault was found before use. *the sling IFU currently used (B)(4) contains the crucial information: "it is essential that the sling attachment cords, the slings, their straps and the attachment clips are carefully inspected before each and every use. If the sling, cords or straps are frayed or the clips damaged, the sling or attachment cord should be withdrawn from use immediately and replaced." From our evaluation it appears that the cause of the reported event was incorrect pt and sling handling: most likely a failure to check for obstructions. The need for this check is clearly stated in the instruction for use for the arjohuntleigh lift devices for which the sling is meant to be used. We have not been able to find any contributing manufacturing anomalies. The received information and our evaluation as described above are showing that if the IFU safety warnings are followed there will be no pt or caregiver risk. This complaint was decided to be reportable in abundance of caution.